Event description:
The clear plastic instrument port on the end of the sheath split during surgery and scratched the patient's cervix. The customer reported that an electrode was being used in the instrument port at the time.